Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-1334, 1336. It was reported the patient is experiencing a heating sensation at her ipg site while charging. She also reported she has horning and stinging at lead site and ipg sites. A new le charger was sent to the patient and reprogramming was done to address the issue. Follow up information identified the new charger resolved the heating while charging issue, but reprogramming did not resolve the burning and stinging issue. X-rays have been ordered and the patient is pending consultation with a surgeon. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR report: 1627487-2013-1334, 1627487-2013-1336.